Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) examined the system remotely and confirmed the reported issue. The customer informed to the rse that the system failed to boot up during the initial startup. The customer confirmed that system resumed normal functioning after multiple restarts. Review of the logfile did not show any errors related to the reported problem. Potential cause was not able to be determined. The system was returned to use in good working condition and was ready for clinical use. No additional information is available for this event. Review of the system service history confirmed there has no report from the customer of this issue recurring since this event. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system did not start up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.